Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment, the screen froze during start up. It was noted that the lower hinges right and left were worn, the keyboard hinges right and left were broken and the disk drive was out of specification mechanical. There was an error in the software history. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not work properly , the screen froze and was blank. The product has been returned for service. There was no patient involvement reported.